Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon disabled the arm and proceeded with the procedure after an error in arm 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to the clinical engineer some troubleshooting steps, but the caller declined. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the engineering technician reported that the system was connected without errors, the failure occurred after the start of the procedure. Patient information was not available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The system displayed errors 23, 30 and 25553. The fse replaced the patient side manipulator (psm), embedded serializer setup joint (essj) and remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the psm, essj, nor the rac for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The remote arm controller (rac) unit was evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. This rac was installed onto surgeon side console (ssc) test system. No problem or error occurred where it ran 10x power cycle and it sat idle for one hour. The patient side manipulator (psm) was evaluated by the fa team. Fa was unable to reproduce the reported complaint, but the issue could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The embedded serializer setup joint (essj) unit was also evaluated by the fa team. Fa was able to reproduce the reported complaint. This unit was installed into the test system, and it failed with error 23 and 30 during 10 power cycles. A node reported a hardware fault in the wheel communication (error 23) and the wheel was hit a maximum number of hardware detected errors (error 30). This is not a fault, but it does indicate a hardware problem.